Event description:
The patient was found to have an av fistula in the popliteal fossa at the distal anastomosis of the original gore propaten vascular graft. On (B)(6) 2007, a reintervention was done using a new gore propaten vascular graft. The implant was from a pre-existing graft at the distal popliteal to posterior tibial artery. A hematoma was surgically evacuated on (B)(6) 2007.